Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm, some buttons were hard to press, screen was flickering. The customer's blood glucose value was 247 mg/dl. The customer stated that the battery compartment was exposed to moisture. The customer was assisted with troubleshooting. Customer reported that they did not clear the alarm. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with no intermittent button response due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no intermittent button response.